Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 10/02/23 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 11/09/23 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 1/04/24 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.